Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a mildly calcified coronary vessel. A 6.0x40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm distal to the distal end of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip. This type of damage is consistent with excess force being applied as a result of meeting resistance during the attempt to cross a lesion. A visual and tactile examination found the shaft of the device to be kinked at approximately 5mm proximal of the distal markerband. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter facility name: (B)(6) clinic.

Manufacturer narrative:
Initial reporter facility name: (B)(6) clinic.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a mildly calcified coronary vessel. A 6.0x40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.